Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. Analysis of the device memory indicated an r-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient will have a new rv lead implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia and pre-syncopal episodes. It was further reported that the right ventricular lead exhibited varying and diminished r waves, increasing threshold and potential non-capture. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient received a new rv lead.